Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and determined the following: the hose was cut near the muffler area consistent with mishandling the unit-failed hose verification. The device failed the loctite assessment-modified set screw (loose) consistent with normal wear. The device failed the safety assessment consistent with locking the unit while it was running. The device failed the rotational speed assessment consistent with normal vane wear. The device failed oil leak assessment as oil was found between swivel assembly consistent with normal wear. The assignable root cause was determined to be due to normal wear and mishandling the unit (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a cut on the cord. During in-house engineering evaluation, it was determined that the device failed the leak and safety assessments. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.